Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated pump just stopped working due to the screen going blank after swimming with pump. The reporter stated whenever she went to prime/rewind, the buttons would not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad cover was removed to check the condition of the button contacts. No damage or contamination was found. The issue of the unresponsive keypad buttons was not able to be tested due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).